Event description:
Upon firing the covidien 60mm - 3.5mm ta auto suture stapler with dst series technology (ref # ta6035s - lot # p7d0498knx - expiration 04/30/2022) by the surgeon, the stapler failed to eject. Another staple load was loaded on the same 60mm covidien stapler, fired, and again, failed to eject. The 60mm covidien stapler was then immediately removed form the surgical field.